Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV. Rupture discovered during explant.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., g.1., h.6. Photo analysis, visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV and rupture. Device has been explanted and replaced.